Event description:
Patient's mother reported having concern with the infusion device. Mother alleges the device could have some concern with the delivery of insulin. Mother stated on (B)(6) 2014 at 3 am her daughter experienced elevated blood glucose level of about 600 mg/dl and they took her to the hospital; patient received insulin by drip to lower the blood glucose level and ran tests to see if the patient was ill. Mother reported the patient was well so as soon as the patient's blood glucose level returned to a normal level, the doctor placed the infusion device on her again after changing the infusion set; patient's normal blood glucose level was not provided. Mother stated they monitored the patient's blood glucose levels until the next day and since her blood glucose levels were okay, the released from the hospital. Mother reported the doctor stated that at the time of the elevated blood glucose level, the piston and the cartridge did not connect together. Mother stated due to the patient's age, they did not need the whole dose of a cartridge so they started the piston rod at 200 units and brought the insulin cartridge at the same level. Mother reported on (B)(6) 2014 they were doing the change of the infusion set and realized they were not sure about the correct positioning of the piston/cartridge; they called to perform the procedure correctly. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).